Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the icm was re-interrogated and a ble reset was performed, but both interventions could not resolve the issue. There were no patient consequences reported.